Event description:
Ethicon gia stapler misfired during use. No injury occurred during gastric bypass procedure. The proximal jejunum was anastomosed to the roux with gia stapling device. This was completed in 2 layers with 3.0 pds.